Event description:
Customer was allegedly not receiving insulin and due to blockage. He's also having problems threading pen needle on pen. Customer tried the same pen needle 3-4 times before switching to another pen needle. Stated "approximately 30 pen needles were defective". Customer received a total of 4 boxes from the va. 2/4 boxes which he's currently using have "defective" pen needles. The other 2 boxes have not been opened yet, but have the same lot number as the 2 opened boxes.